Event description:
It was reported the procedure was being performed on a (B)(6) male patient in the intensive care unit. The patient had a history of cva, congestive heart failure a-fib on coumadin presented with cholestasis requiring cystostomy tube, then developed shock requiring vasoactive pressors. During insertion into the patient's right internal jugular, the guidewire was very difficult to slide out of the sheath. When it did slide out, the clinician found the wire to be kinked and the access was lost. Another kit was opened and used.

Manufacturer narrative:
(B)(4). The report was reviewed; however, a comprehensive investigation could not be performed because no sample was returned for analysis. The customer was unable to identify the lot number, product number or type of kit. The investigation interpreted the "round sheath" described by the customer as the protective feed tube in which the guide wire is packaged. The device history records could not be reviewed without a product number or type of product. Complaint verification testing could not be performed because no sample was returned. The customer did not provide the lot number, product number or type of kit involved in the complaint. The potential cause of a kinked guide wire being difficult to remove from the feed tube could not be determined based upon the information provided and without a sample.